Manufacturer narrative:
Internal complaint reference number: (B)(4) section b3 was corrected according to the new information received.

Event description:
It was reported that the patient had a tka on both knees on 2010, patient suffered an event on his left knee on (B)(6) 2020 and had a left knee revision surgery on (B)(6) 2020 (already covered under report number 1020279-2021-03583). Recently on (B)(6) 2021, the patient suffered pain on his right knee after he was getting into the bed of his pick-up truck, one-week later patient right knee popped after he was sitting down at work. The patient underwent a revision surgery on (B)(6) 2021 with insert explantation.

Event description:
Bilateral patient. It was reported that, patient had a tka on both knees on 2020, patient suffered an event on his left knee on (B)(6) 2020 and had a left knee revision surgery on (B)(6) 2020. Recently on (B)(6) 2021 patient suffered pain on his right knee after he was getting into the bed of his pick-up truck, one-week later patient right knee popped after he was sitting down at work. Right knee has not been revised. Patient outcome is unknown.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The contribution of the device to the reported event could not be corroborated. The lab analysis concluded that visual examination of the insert showed wear-related damage and discoloration to the articular surface. Yellowish discoloration of the polyethylene of implants can occur when exposed to fluids in or around a joint. Macroscopic/microscopic examination of the insert showed damage related to the fracturing of the post on the post region surface. Macroscopic image of the fractured post is present. No additional unexpected visual features noted. No evidence of deviation in processing or material was found for the retrieved item. Destructive testing was not performed during this examination. No definitive conclusions as to the cause of these issues can be determined. The clinical/medical evaluation concluded that expectations of knee replacements are to provide functional improvement, and although the kinematics of the bcs knee are similar to native knee joints, repeated high-flexion activities could possibly negatively impact the construct. Based on the documentation provided, the clinical root cause of the reported events could not be definitively concluded; however the reported high-flexion activities/¿acute injury¿ in which the patient was involved were likely contributing factors to the reported events. The assessed patient impact was the reported symptoms, insert breakages, additional imaging, therapies and bilateral revision procedures, as well as the left knee transient synovitis diagnosed post left insert revision, which was reportedly ongoing. Further patient impact could not be assessed. No further medical assessment could be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. A review of complaint history did not reveal additional complaints for the listed batch. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Some potential probable causes for this event could include but not limited to traumatic injury, surgical technique or implant failure. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, expectations of knee replacements are to provide functional improvement, and although the kinematics of the bcs knee are similar to native knee joints, repeated high-flexion activities could possibly negatively impact the construct. Based on the documentation provided, the clinical root cause of the reported events could not be definitively concluded; however the reported high-flexion activities/¿acute injury¿ in which the patient was involved were likely contributing factors to the reported events. The assessed patient impact was the reported symptoms, insert breakages, additional imaging, therapies and bilateral revision procedures, as well as the left knee transient synovitis diagnosed post left insert revision, which was reportedly ongoing. Further patient impact could not be assessed. No further medical assessment could be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, joint tightness and/or material in use. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.